Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and reviewed by technical support. It was seen in the log that the ventilator failed o2 path self-test and this indicates that the o2 safety valve has leak.

Event description:
The customer reported to vyaire medical that the bellavista 1000 ventilator alarmed no o2 dossing possible. The customer confirmed that there was no patient involvement associated with the reported event.